Manufacturer narrative:
Additional narrative: a follow up report will be file upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the viper2 final tightener driver broke off from the instrument. The broken driver tip was stuck inside the head of the implanted screw and could not be removed. Also, the tips of two concomitant device viper2 final tightener drivers became stripped during the procedure. Another viper2 final tightener driver was available to complete the procedure. The difficulty did not result in a delay to the procedure.

Manufacturer narrative:
Visual examination of the returned viper2 final tightener driver confirmed the distal tip had broken off from the instrument. An optical image of the fractured surface reveals plastic deformation at the hexlobes and torsional shear markings at the center of the part following a circular pattern around the center of the image. This suggests the drivers underwent a quasi-static failure due to shear torsional overloading while tightening. Review of the device history record found no discrepancies. A 12 month complaint trend analysis for the viper2 final tightener product code found no emerging trends. The root cause for the broken tip cannot be positively identified. However, fracture analysis suggests the drivers underwent a quasi-static failure due to shear torsional overloading while tightening. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device and there has been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.